Event description:
The customer stated there is no audio tone when the insulin pump is put in suspend mode. Troubleshooting was performed and the insulin pump did beep during the tone test. However, no beeps were heard when the insulin pump was put in suspend mode. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.